Event description:
It was reported that on the 2nd day of npwt utilizing a pico7, it was noticed the dressing change indicator lamp illuminated and the dressing was not compressed, even though the dressing had just a tiny quantity of exudate. When the dressing was taken off and the inlet of the pump was closed with hands, the dressing change indicator lamp kept illuminating. A new pico7 kit was opened and the treatment was continued with the new pump and the new dressing. No patient harm. No delay. The pump will be returned for investigation.

Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. The returned pump was passed to our pico experts so a thorough technical analysis could be carried out to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. Our pico experts have provided a report of the analysis undertaken, this confirmed that the device was tested prior to being disassembled for assessment ¿ the device performed as expected without issue. Prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products, however on this occasion no fault can be found with the returned device.